Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient began experiencing pain, instability, numbness, swelling, and difficulty ambulating. Approximately 2.5 years post implantation, the patient was revised due to femoral loosening and was found to have poor bone quality.

Manufacturer narrative:
(B)(4). Concomitant medical device: (B)(4) femur cemented posterior stabilized (ps) narrow left size 9 (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. Radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues x-ray shows loosening as reported. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.